Manufacturer narrative:
Concomitant medical products. Event date: 2014. Explant date: 2014. (B)(6). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient was revised due to unknown reasons.

Manufacturer narrative:
Concomitant medical products- nexgen stem extension straight long 18mm, catalog # 00598801118, lot # 61822029, nexgen augment block size f, catalog # 00599003602, lot # 61508188, nexgen distal femoral augment block, catalog # 00599003620, lot # 62038430, nexgen augment block size f, catalog # 00599003602, lot # 62057664, nexgen distal femoral augment block, catalog # 00599003620, lot # 62038431, nexgen articular surface w/ segmental hinge post, catalog # 00585006017, lot # 60853785, cement shield hinge service kit, catalog# 00585007516, lot # 61929555, nexgen fluted stem extension straight, catalog # 00585205211, lot # 62019631, nexgen stem collar, catalog # 00585204030, lot # 61939965, nexgen proximal tibial component, catalog # 00585000310, lot # 61771387, allen medullary cement plug, catalog # 00801102024, lot # 61888484, palacos r+g 1x40, catalog # 66022663, lot # 74524299. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00135, 0001822565-2019-00828, 0001822565-2019-00829, 0001822565-2019-00831, 0001822565-2019-00834. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were not provided. The femoral loosening is a known adverse effect of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The patient was revised due to femoral loosening. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.